Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen unresponsive and not functional. Reportedly, the screen was frozen on the "1-2-3" lock screen. The customer's blood glucose was 141 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.